Event description:
Patient called back reporting medical issue; caller stated they are concerned that the shape of the ins has changed; it is twice the size of what it used to be. Caller stated they are very lean and its really big at the implant pocket site now. Caller stated they think that their device in their body has "opened up" and the insides of the neurostimulator have been exposed to their body tissue. Caller stated "I demand some feedback from somebody to know what the possible eventualities (?) Are to my body if that case is open...do you understand me?" Agent reviewed mdt devices are hermetically sealed in titanium cases and redirected to hcp. Caller stated hcp doesn't respond nor does the mdt rep. Agent reviewed mdt rep cannot speculate what would cause this either and they need to be seen by an hcp. Caller wants to know why the case has changed shape and agent reviewed we cannot speculate what caused them to have symptoms. Agent reviewed there is no point in arguing over if the ins case has opened up or not because either way they need to have symptoms addressed by a healthcare provider. Caller stated hcp doesn't call them back or help. Agent offered to send hcp listing; caller declined stating they trust their doctor. Agent continued to ask caller what mdt could do to help and caller could not articulate what they were requesting. Caller stated "drive safely tonight...you're probably in greater danger than I am" agent ended the call and redirected to hcp as patient continued to want to argue about the probability of the device opening up and was saying inappropriate comments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had lost so much weight that the device was much more physically noticeable/prominent. The patient was getting persistent current leakage and more stimulation which was very uncomfortable. The patient noted it had been established that they had developed new signs of pain. The device was replaced at the time of an implant of a competitor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reached out to the patient's managing doctor to provide clarification on the reported: device in the patient's body has "opened up" and the insides of the ins have been exposed to their body tissue, as well as the stimulator not working and in-pocket issues. Rep reports the patient's doctor did not clarify what the patient had meant by this, what had caused these issues, any interventions taken for these issues, or if these issues had resolved. Rep reports the managing doctor responded stating "I really do not know what to say about those phone calls. That patient can be challenging to deal with. The last two visits we had with him were on (B)(6) 2024. We have not heard anything negative since."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were fairly convinced that their stimulator, especially over the last week, wasn't working at all. Patient stated they had always gotten some uncomfortable feedback from their stimulation when they were in a supine position. Patient said they were having quite a significant amount of pain that their stimulator hadn't addressed. Patient mentioned they were going to be having a workup for a ventral column stimulator by a different manufacturer within the next couple weeks. When asked for the event date, patient said they had 3 channels and they reserve one of the programs for a very low amplitude that didn't give them discomfort. Patient then said they would go to bed sitting on the edge of their bed and they would always turn the stimulation down so they didn't feel the discomfort except for one night they forgot to turn stimulation down and when they were supine they no longer felt the stimulation. Patient was unable to provide clear event date, so agent asked for further clarification. Agent asked if the issue started over the past week and patient said no, but within the last two months, they had their provider check out the leads and did the appropriate x-ray studies on the leads. Patient noted hcp even did a cat scan which wasn't cheap and the quality of the scan was quite poor and they related that to the facility that did it, but they thought everything was intact. Agent reviewed function of therapy adjustments and reprogramming, and told patient to contact their managing physician to get in contact with a rep. Agent reviewed that reprogramming must be coordinated through a healthcare provider under their supervision. Patient became escalated stating they may as well scrap this device as they are having more problems than benefits. Patient then expressed their frustrations stating that their device is 'junk hardware' and they take 30 minutes out of their day to maintain their equipment for no benefit.   Case reopened and reassigned to send email to local reps. Agent made outbound supervisor call back request to the patient. Agent r eiterated the rep role process and pt thinks that it is a waste of medical economics. Pt wants a rep to analyze their implant and doctor has nothing to do with that and that hcp is never in the room anyways. Pt repeated that they got a cat scan of their spine which showed the lead, anchors, and units are all intact. Pt stated they have been billed $180 for a visit which they think is fraudulent.  Pt stated they will just have hcp remove the implant and they will call the FDA to tell them about it. Pt wanted the agent to coordinate a meeting with the rep for them and pt thinks they are having to jump through hoops.  Pt stated they are claiming a sanction for disability act.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.